Event description:
Patient called with complaints of not getting enough time from his batteries for his lvad. Patient was only getting approx. 45-60 min from a set of batteries. Had patient come to the clinic in cvc for loaner batteries and to have biomedical look at his current batteries. Patient came in and loaner batteries given. Patient was still having the same problem with the loaner batteries. Both set of batteries were tested and found to be in good condition. Decision was made to also change out the patient's primary controller to the back up and to give patient a new back up controller. Procedure was done and pt tolerated the procedure well. New controller is working properly. Of note we have had two other patients who have experienced similar problems. Manufacturer response: service rep contacted and acknowledged that they have been having problems like this with this controller.